Event description:
The patient contacted animas on 03/07/2012 reporting that the pump showed 0 units for boluses while the meter indicated that the boluses were given. The patient indicated that after starting on the pump that blood glucose levels were elevated to 17-18 mmol/l with no symptoms; the patient's reported blood glucose levels do not meet animas criteria for an adverse event. The bolus history was reviewed and found very few boluses. The total daily dose history indicated zero units bolus. The patient reported putting in a bolus amount and pressed go and the meter indicated that it was delivering. The pump indicated that 0 of 0 units were delivered, the patient attempted again but again the pump showed 0 of 0 but the meter said 5.01 in the insulin on board (iob). This report is made based on the allegation that the pump and meter remote history were not consistent.

Manufacturer narrative:
Follow-up # 1 date of submission 06/18/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2012 with the following findings: the pump powers on appropriately to the verify screen with functional auditory and vibratory alarms. The pump was successfully paired with the returned meter with no issues. There are no alarms related to the complaint found in the alarm history. A review of the black box shows 0 unit boluses occurred during the reported times. There was no observation of hypersensitive or stuck keypad buttons during investigation. An ezprime operation was performed with no issues occurring. A normal bolus and an audio bolus were successfully performed during testing and the boluses were accurately recorded in the pump history; the units remaining were correctly calculated and recorded as well. There were no zero unit boluses recorded by the pump or the meter remote during investigation. The pump was exercised for 24 hours with no zero unit boluses occurring. A test bolus from the meter was successfully performed and correctly written to the pump history. There was no defect found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.